Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient was in the hospital due to unrelated illness. Upon interrogation, high capture threshold was observed. On (B)(6) 2017, the lead was capped and replaced with a competitive lead. The patient was stable before, during and post procedure.